Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with four infusion sets on (B)(6) 2026 to (B)(6) 2026. The patient stated that the infusion set patch did not stick to the skin upon insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 2 of 4.